Manufacturer narrative:
The reagent and electrode lot numbers and expiration dates were not provided. The field service engineer (fse) found loose sensors and replaced all sample probe alignments, checked and cleaned the mixers, cleaned the water bath float switch, and performed mechanical and hardware checks successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2, bilt3 bilirubin total gen.3, and gen.2 ise indirect for na results for 4 patient samples on a cobas 8000 c702 module. On (B)(6) 2023, sample 1 had two initial albumin results of less than 2 g/l. The repeat result was 21 g/l. On (B)(6) 2023, sample 2 had two initial total bilirubin results of less than 3 umol/l. The repeat result was 251 umol/l. On (B)(6) 2023, sample 3 had an initial na result of 128 mmol/l. The sample was repeated on another analyzer and the result was 142 mmol/l. On (B)(6) 2023, sample 4 had an initial total bilirubin result of 133 umol/l. The sample was repeated twice and the repeat results were 305 umol/l and 306 umol/l.